Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2009: pre-op chest x-ray normal. (B)(6) 2009: degenerative disease l4 l5 <(>&<)> l5-s1. Spondylolsis involving lower thoracic <(>&<)> lower lumbar spine. (B)(6) 2009: operative report: diagnosis- lumbar stenosis l5-s1, bilateral l5 <(>&<)> s1 radiculopathy, diskogenic lumbar back pain l5-s1. Many year history of progressive lumbar back pain, unresponsive to analgesics <(>&<)> anti-inflammatory medication, physical therapy, <(>&<)> spinal injections. Procedures: l5 <(>&<)> s1 decompressive lumbar laminectomies with bilateral complete facetectomies l5-s1. Synovial cyst was removed on the right side. Inner disc space was almost completely collapsed. The yellow ligament was removed at the l5 s1 level to expose the lateral margins of the dural sac, the transienting l5 nerve roots <(>&<)> origin of the s1 nerve root. A small durotomy occurred along the lateral aspect of the sleeve of the right s1 nerve root. A small amount of spinal fluid was noted but no nerve root exposure occurred. Durotomy was too small to suture (and risk of scarring might further compromise nerve function), durotomy was placed laterally along the nerve root <(>&<)> was packed with cottonoide. Diskectomy was accomplished. A large bone spur was noted along the ventral floor of the spinal canal <(>&<)> was chipped away. Cartilagenous endplates were removed from inferior margin of l5 <(>&<)> superior margin of the sacrum. L5 <(>&<)> s1 transforaminal lumbar interbody fusion with capstone implants, infuse bone graft, autograft bone, mastergraft bone substitute. Pledgets of the infuse bone graft material were placed into the ventral aspect of the disk inner space. Mastergraft porcelain bone substitute was placed on top of this packin into the ventral dis space; 10x22mm capstone peek implant was prepared. It was filled with the morcellated autograft bone taken from the local site as well as infuse bone graft. It was tapped into position between l5 <(>&<)> s1 and countersunk approximately 4-5mm into the disk inner space. The scissor jack was removed from the left side of the disk space <(>&<)> a second implant of the same size, 10x22mm was impacted. Infuse bone graft <(>&<)> mastergraft had been placed in the ventral aspect of the disk inner space prior to implantation of the interbody device. Posterior nonsegmental instrumentation of l5 <(>&<)> s1 with legacy pedicle screw <(>&<)> rod. Two 6.5 x 45mm legacy screws were placed in the l5 vertebrae. Two 7.5x45mm screws were placed at s1. Channels of the screwheads were aligned <(>&<)> two 5.5x45mm precut, prebent titanium rods were placed, secured into the screwheads with break-off screws. Posterolateral arthrodesis l5-s1 with autograft bone, infuse bone graft, mastergraft bone substitute. Transverse processes of l5 <(>&<)> sacral ala were decorticated. Rolls of infuse bone graft were combined with morcellated autograft bone <(>&<)> mastergraft bone substitute. Rolls were placed in the later gutters of each wound <(>&<)> tapped onto the transverse processes of l5 <(>&<)> sacral ala. Additional morcellated autograft bone was placed on top of these. (B)(6) 2009: intraoperative lumbar spine radiograph: l4-l5 vertebrae with metallic plates/screws in place implant projected over the l4-l5 intervertebral space. Satisfactory posterior alignment of l4 l5 vertebrae. (B)(6) 2009, post op lumbar spine radiograph: status post posterior lateralfusion with disc space plug l5-s1. Increased disc space height compared to pre-operative images of (B)(6) 2009. (B)(6) 2009 office visit. Low back pain, right lower extremity pain. Some improvement since surgery. Right lower extremity weakness is resolved. Pain is now centered more right than left with radiation to the right ankle. Pain is now significant with prolonged standing, walking, twisting <(>&<)> transitional motion. No additional new symptoms. Pe: significant pain palpated in lumbar spine, paraspinal musculature. Pain exacerbated with lumbar extension, somewhat relieved with forward flexion. Facet loading maneuvers are positive <(>&<)> concordant. Strength is 5/5 in all muscle groups. Decreased sensation in right lower extremity. Assessment: lumbar post laminectomy syndrome. Lower extremity pain may be related to nerve healing from surgery. Some symptoms consistent with lumbar radiculitis. Consider caudal epidural steroid injection. Continue lortab 2 daily. (B)(6) 2009: caudal epidural steroid injection- very difficult to read; 80mg depomedrol <(>&<)> bupivacaine + ? (B)(6) 2009: caudal epidural steroid injection- very difficult to read; 80mg depomedrol <(>&<)> bupivacaine + ? (B)(6) 2009: office visit: post injections. 75% pain relief from injections. Pain 4/10 <(>&<)> intermittent somewhat worse with recent return to work. Loritab-4 tablets daily. Pe: new-gait is analtalgic. Assessment: lumbar postlaminectomy syndrome <(>&<)> lumbar muscle spasm. Continue loritab, start flexeril <(>&<)> tramadol. (B)(6) 2009 MRI lumbar spine w/wo contrast: recurrent radiculopathy. Status post posterior decompression <(>&<)> metallic fusion at l5 s1. Postoperative epidural scaring at l5 s1 encasing the traversing s1 nerves. Mild thecal sac narrowing at l3-l4 <(>&<)> l4-l5. Moderate foraminal stenosis at l4-l5 with mild diffuse disc bulge (B)(6) 2010: MRI lumbar spine w/wo contrast: mildly progressive disc degeneration at l5-s1. Stable edema like signal within the neural foramina at l5-s1 bilaterally which may be indicative of active inflammation. Otherwise stable examination. Compared to (B)(6) 2009 exam. (B)(6) 2010: radiograph lumbar spine: no acute abnormality. Minimal retrolisthesis of l4 on l5. Posterior decompression and metallic fusion of l5-s1. (B)(6) 2011: MRI lumbar spine w/wo contrast. Stable postoperative <(>&<)> degenerative changes of the spine. Only new finding is enhancement of the distal nerve rootlets suspicious for arachnoiditis. Enhancement is somewhat more pronounced on the right than left. (B)(6) 2011: radiograph lumbar spine- progressive bone graft incorporation l5-s1 interspace. Stable l5-s1 hardware. Stable symmetric si joint sclerosis. (B)(6) 2011: office visit follow-up low back <(>&<)> bilateral lower extremity pain. Pain 8/10 <(>&<)> constant. No new exam findings. A assessment: lumbar post laminectomy syndrome. Agrees with dr. (B)(6) assessment that he is a candidate for spinal cord stimulator. Medications include vicodin, baclofen, norco <(>&<)> neurontin. (B)(6) 2011: office visit follow-up low back pain <(>&<)> bilateral lower extremity pain. Pain 7/10 <(>&<)> constant. Medications include baclofen, norco <(>&<)> neurontin. No new pe findings. Assessment: lumbar post laminectomy syndrome. Candidate for spinal cord stimulator waiting on insurance. Neurontin dose increased to ? Can't read copy. (B)(6) 2011: office visit follow-up low back pain <(>&<)> bilateral lower extremity pain. Pain (B)(6) 2010 <(>&<)> constant. No new pe findings or assessments. Norco not as effective as vicodin. Medications arebaclofen, norco <(>&<)> neurontin. Will increase neurontin to qid <(>&<)> change to hydrocodone 7.5/500. (B)(6) 2011: office visit follow-up low back pain <(>&<)> bilateral lower extremity pain. No changes in pain, pe, assessment. Proceed with spinal cord stimulator approval process. (B)(6) 2012: office visit follow-up low back pain <(>&<)> bilateral lower extremity pain. Pain 8/10 <(>&<)> constant. No new pe findings or assessments. Waiting on boston scientific to provide financial assistance for spinal cord stimulator. No medication changes. (B)(6) 2012. Placement of boston scientific two neuroelectrode trial leads. Electrode tip location ? Can't read. Multiple configurations tested. Can't read outcome. (B)(6) 2012: office visit follow-up low back pain <(>&<)> bilateral lower extremity pain. Pain (B)(6) 2010 <(>&<)> constant. Notes significant relief with walking? And lying supine. As well as with use of the spinal cord stimulator during the trial period. Pe <(>&<)> assessment are unchanged. Continue with trial of stimulator. Medications: baclofen, neurontin <(>&<)> hydrocodone. (B)(6) 2012: office visit follow-up low back pain <(>&<)> bilateral lower extremity pain. Pain (B)(6) <(>&<)> constant. Spinal cord stimulator resulted in pain improvement <(>&<)> need for less medication. Is a candidate for placement of a permanent stimulator. Already qualified under boston scientific financial hardship program. (B)(6) 2012: permanent placement of spinal cord stimulator. Electrode placed in the bottom of the t8 level vertebral body. Lead tunneled to pulse generator pocket located to the left of the posterior ilium. (B)(6) 2012: office visit follow-up low back pain <(>&<)> bilateral lower extremity pain. Pain 4/10 <(>&<)> constant. States last visit was (B)(6) 2012 but this record is not provided. Medications: baclofen, neurontin 800 tid, lortab 7/5/500 two tid. Pe: facet loading maneuvers are mild positive but not consistent with the patient's worst pain. Straight leg raising is positive bilaterally <(>&<)> not consistent with the patient's worst pain. Gait is non-atalgic. Assessment: lumbar postlaminectomy syndrome. Continue medical therapy, no further intervention techniques. Increase neurontin to 900mg tid to try <(>&<)> reduce symptoms further. (B)(6) 2013: office visit follow-up low back pain <(>&<)> bilateral lower extremity pain. Pain 6/10 <(>&<)> constant. Baclofen 10mg 2 tabs tid, neurontin 900 tid, vicodin 7/5/500 two tid?. Muscle spasms are worsening. Pe/assessment are unchanged. Stop baclofen <(>&<)> start zanaflex 4mg qid as needed for muscle spasms. (B)(6) 2013: office visit follow-up low back pain <(>&<)> bilateral lower extremity pain. Pain /10 <(>&<)> constant. Reports exacerbation of his pain ? Can't read. Pe: tenderness to the lumbosacral spine <(>&<)> paraspinal musculature. Facet loading is negative. Straight leg raises are positive bilaterally but he does have ? Hip provocative maneuvers <(>&<)> consistent with the patient's worst pain but only on the right. Strength is maintained 5/5. Gait is slighty antalgic. Mild lumbar paraspinal muscular spasm. Assessment: lumbar postlaminectomy syndrome, lumbar spondylosis, lumbar muscle spasm, hip osteoarthritis. Felt that hip is causing the worst of the pain. Recommend intraarticular hip injection <(>&<)> monitor other symptoms. No medication changes. (B)(6) 2013: right intraarticular hip injection 40mg triamcinolone combined with 4ml of 0.25% bupivacaine. (B)(6) 2013: follow-up to back <(>&<)> hip pain. Pain 7/10 <(>&<)> constant. Right hip injection provided 70-80% pain reduction but only lasted 3 days. Stimulator is not working as well as in past. Hip exam reveals significant right sided joint tenderness. Reduced active range of motion secondary to pain <(>&<)> markedly positive hip provocative maneuvers. Sacroiliac join exam reveals tenderness much worse on the right. Markedly positive right sided faber sign. Assessment: lumbar postlaminectomy syndrome, hip osteoarthritis, disorder of the sacrum. Recommend two right sacroiliac joint injections. No changes in medication. (B)(6) 2013 <(>&<)> (B)(6) 2013: right sacroiliac joint injectio; 40mg triamcinolone combined with 4ml of 0.25% bupivacaine. (B)(6) 2013: follow-up low back pain. Pain 6/10 <(>&<)> constant. Sacroiliac injections provided 60-70% reduction of his right sided back pain <(>&<)> is continuing. ? Pain can't read.. Pe: marked tenderness of the left sacroiliac joint with positive faber sign. This is consistent with the patient's worst pain generated at this time. Gait is non-antalgic. Other findings are unchanged. Assessment: lumbar postlaminectomy syndrome, hip osteoarthritis, disorder of the sacrum. Lumbar spondylosis. Recommend left sided sacroiliac injection. Orthopedic evaluation of hip osteoarthritis did not believe surgical intervention was needed. Spinal stimulator is to be re-programmed today.